Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to have no issues. The system is fully operational. The manufacturer representative walked the site through how to properly shut the system down.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not taking 3d spins. Issue occurred intra/peri-operatively with no reported impact to patient outcome. Imaging and navigation was aborted.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Additional information: patient information; surgeon name, address, and contact information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not taking 3d spins. Issue occurred intra/peri-operatively with no reported impact to patient outcome. Imaging and navigation was aborted.